Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) increased to 570-642 mg/dl with an unspecified ketone level. As a result, customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin to resolve the issue. Customer was released from the ER later the same day with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Ultimately, the pump was replaced and customer continued to use the pump for insulin therapy.